Manufacturer narrative:
Our quality engineer inspected the representative samples submitted for evaluation. Bd received 103 24g x 0.75 insyte autoguard units from lot number 2164977. A gross visual inspection shows units that have not been unsealed and have no physical damage. This part of the investigation will cover your report of experiencing a dull or blunt needle. A sampling of 103 units were tested. The sealed samples were tested with the penetration and drag fixture, which simulates needle tip penetration, catheter tip penetration, and catheter threading performance. Eight of the sealed samples exceeded the specifications for catheter tip penetration force. The catheter tip penetration failures may have contributed to the reported issue. The type of defect of catheter penetration out of specification could originate from multiple stages of the manufacturing process. Operators performed inspection per the quality control plan. Additionally, there is a tip verification, a vision challenge and a 100% lie distance inspection to mitigate the occurrence of these type of defects. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the tip of the bd insyte¿ autoguard¿ bc shielded IV catheter with blood control technology was rough and damaged. The following information was provided by the initial reporter, translated from japanese: "according to the customer's report, the hcp felt that the needle tip was blunt with a popping like sound." Via bd investigation: "bdj received 100 unopened samples and 1 used sample. Regarding one used sample, the edge of the top of catheter looks rough by the observation of microscope. Customer reported needle dull/blunt which was not confirmed through our investigation. Catheter tip integrity was confirmed. As this was not a defect found in addition and the initial report of dull needle was not confirmed, catheter tip integrity should be the as analyzed code for the report of needle dull/blunt."